Manufacturer narrative:
As routine pre-op procedure, CT and echocardiography was performed, and the mitral valve and annulus were sized accordingly. It was decided to treat the mitral valve with two shockwave balloons. Two shockwave ivl m5 balloons of 7.0mm and one 8.0mm pta balloon (non-shockwave) were chosen for the procedure after considering the mitral valve size. The mitral valve was accessed via a trans-septal puncture. Two 0.014 grandslam wires and a single 0.035 cook aes wire were placed in the ventricle. All three were shaped by the operator before placement. The ivl balloons were inflated to 2 atm and the 8.0 mm pta balloon was inflated to 6-8 atm. Operating physician was certain the balloons were not oversized for the mitral valve. The patient was then treated with ivl using two generators. Shortly after starting ivl treatment (few pulses) the patient lost ventricle pressure, turning hypotensive, and a rupture of the annulus was suspected. The patient suffered a pericardial effusion requiring immediate drainage. CPR was performed, however the resuscitation efforts were unsuccessful and the patient eventually passed away. An autopsy was not performed post-op. However, a mitral annulus rupture is suspected to be the cause of death. In speaking with the operating physician, the doctor could not ascertain the true cause of death but seemed certain that it was not related to the ivl treatment. Review of the manufacturing records and test documentation does not reveal any issue with the manufacturing of the device. Shockwave devices were confirmed to meet acceptance criteria prior to shipment.

Event description:
An adverse event was reported to the shockwave medical involving off label usage of m5 peripheral ivl catheter in a mitral valvuplasty. Patient, an (B)(6) year old female, presented with mitral valve stenosis and was admitted for treatment of such condition. It was decided to treat the mitral valve with two shockwave balloons and one pta balloon. Shortly after starting ivl treatment the patient lost ventricle pressure, turning hypotensive, and a rupture of the annulus was suspected. The patient suffered a pericardial effusion requiring immediate drainage. The resuscitation efforts were unsuccessful and the patient eventually passed away.